Manufacturer narrative:
Device manufacture date: february 1, 2018 - february 3, 2018. The device was received for evaluation containing approximately 20ml of fluid in the bladder. Visual inspection revealed a leak/backflow at the fill port when it was removed. The cause of the leak/backflow was due to a particle lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test (see attached ir scan for evidence). Acrylic is the material of the device stressmember. This is not a foreign matter. No evidence of physical damage such as crack, was found on the fillport body. The reported problem of damaged was not verified; however, there was a leak due to the particle under the checkband. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a damaged filling port. The event was noted while priming. There was no patient involvement. No additional information is available.